Manufacturer narrative:
(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. The patient mother reported that the patient experienced infusion set was leaking which occurred on (B)(6) 2025. The patient mother also reported that the patient experienced low blood glucose levels. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6006166 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigation: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. Functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. A batch record review was conducted resulting in the following: packaging lot: the lot 6006166 was packaging according to the wi version 78, in the machine multivac 12, on 18/mar/2024, with a total of 57,000 units. Assembly lot: the lot 4c02214 was assembled according to wi version 27 on-line inspection for assembly of quick set on 18/mar/2024, with a total of (B)(4) units. The lot 4c02215 was assembled according to wi version 27 on-line inspection for assembly of quick set on 19/mar/2024, with a total of (B)(4) units. The lot 4c02216 was assembled according to wi version 27 on-line inspection for assembly of quick set on 19/mar/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4c02186 was manufactured according to the wi version 41, in the machine mp04 and mp08, on 16/mar/2024, with a total of (B)(4) units. Welding lot: the lot 4c03247 was manufactured according to the wi version 38, in the machine us05 and us06, on 17/mar/2024, with a total of (B)(4) units. The lot 4c01823 was manufactured according to the wi version 38, in the machine us05 and us06, on 16/mar/2024, with a total of (B)(4) units the lot 4c03248 was manufactured according to the wi version 38, in the machine us05 and us06, on 18/mar/2024, with a total of (B)(4) units review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 12/jul/2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6010484 with no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: on the investigation on reference samples, no issue were found related to leak in tubing connectors, harm no reportable, no defect on tests, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.